Event description:
Caller reports being unable to obtain a result on the aviva system after the meter would not display the correct code key number. Caller states ambulance personnel made several attempts to obtain a result on the aviva system as well, and the meter did eventually display the correct code number. Ambulance personnel treated the customer with an injection of glucose. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). (B)(4). The adverse event was reported to the manufacurer by the customer via a letter.

Event description:
Caller reports being unable to obtain a result on the aviva system after the meter would not display the correct code key number. Caller states ambulance personnel made several attempts to obtain a result on the aviva system as well, and the meter did eventually display the correct code number. Ambulance personnel treated the customer with an injection of glucose. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).